Event description:
Customer felt medication on abdomen during injection and realized that needle had slipped out. Customer indicated that she could see needle and tried to remove with tweezers. Customer went to hospital but dr. Could not find needle. Dr. Did incision to try and locate needle and was unable to even after incision.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.